Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated low blood glucose while using the ilet bionic pancreas, noted that the device display arrow appeared steady despite low readings, and completed a factory reset with support; troubleshooting and education were provided, and the event was categorized as insulin delivery or monitoring redundancy concern. Symptoms included hypoglycemia. Outcomes included user self-treatment with fast-acting carbohydrates per their action plan and upward glucose trend, with no emergency assistance or hospitalization. Investigation included technical troubleshooting with a factory reset and user education. Investigation of this case revealed no device malfunction confirmed and the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with cause undetermined and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.